Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks for fast ventricular tachycardia (vt). This was noted to be probably inappropriate shock for atrial fibrillation (af) with rapid ventricular response. There was also frequent undersensing during atrial fibrillation (af) on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.